Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized with a fluid overload and fluid in the lungs. After being admitted to the hospital it was reported that the patient later passed away. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The product code and serial number for the device reported in the initial MDR could not be verified. The listed sections have been updated to coincide with a change in product coding to an unknown hardware device. As the sample was not returned and the serial number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.